Event description:
It was reported that patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the needle pulled off the suture. There was no adverse patient consequence. Additional information has been requested.

Manufacturer narrative:
Conclusion - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.